Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's eye on (B)(6) 2009. The lens was explanted on (B)(6) 2013, through the original incision, due to the development of a cataract. The cataract was removed the same day and an iol was implanted. A suture was required to close the incision.

Manufacturer narrative:
Pt's weight: unk date pf event: unk (B)(4). Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: reportedly icl was explanted four years postoperatively to address a cataract. Type of cataract remains unknown. A standard iol was implanted at the same surgery date and no intra or post -op complications were reported. Even though, per reporter , the doctor attributed the development of the cataract to the device, the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients). Conclusion: based on the complaint history, work order search, medical review and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).